Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. It was reported that the device cuff was detached from catheter. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the hospital staff opened the package and checked the product before applied on the patient prior to use, the nurses observed unusual as the two sites of cuff (white spots on the tube) were not in the right position. There was no leak and no luer adapter issue. The catheter was not repaired. There were no other defects/damages found on the product aside from the reported issue. There were no other products being utilized with the device. There was no excessive force used on the device. Tego was not utilized. No cleaning agent was used as the reported product was accounted to disposable consumables. There was no damage to the external packaging of the product. There was no damage to the device¿s box. The reported product was not replaced yet. They would replace additional batch of the same products as the remedial action performed to resolve the issue. The physician did not start to use the product. There was no patient involvement.

Manufacturer narrative:
Additional information: b5, g3, h3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the hospital staff opened the package and checked the product before applied on the patient, the nurses thought the two sites of cuff (white spots on the tube) were not in the right position. There was no leak and no luer adapter issue. The catheter was not repaired. There was nothing unusual observed on the device prior to use and there were no other defects/damages found on the product aside from the reported issue. There were no other products being utilized with the device. There was no excessive force used on the device. Tego was not utilized. No cleaning agent was used as the reported product was accounted to disposable consumables. There was no damage to the external packaging of the product. There was no damage to the device¿s box. The reported product was not replaced yet. They would replace additional batch of the same products as the remedial action performed to resolve the issue. The physician did not start to use the product. There was no patient involvement.

Manufacturer narrative:
D10 concomitant product: 8810888003 - 8810888003 strt tenckhoff 2 cuffs 42cm, lot# 2305200209 8810888003 - 8810888003 strt tenckhoff 2 cuffs 42cm, lot# 2305200209 8810888003 - 8810888003 strt tenckhoff 2 cuffs 42cm, lot# 2305200209 8810888003 - 8810888003 strt tenckhoff 2 cuffs 42cm, lot# 2305200209 8810888003 - 8810888003 strt tenckhoff 2 cuffs 42cm, lot# 2305200209 8810888003 - 8810888003 strt tenckhoff 2 cuffs 42cm, lot# 2305200209 8810888003 - 8810888003 strt tenckhoff 2 cuffs 42cm, lot# 2305200209 8810888003 - 8810888003 strt tenckhoff 2 cuffs 42cm, lot# 2305200209 8810888003 - 8810888003 strt tenckhoff 2 cuffs 42cm, lot# 2305200209 8810888003 - 8810888003 strt tenckhoff 2 cuffs 42cm, lot# 2305200209 8810888003 - 8810888003 strt tenckhoff 2 cuffs 42cm, lot# 2305200209 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.